Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened after inserting a new battery. Customer stated that they received another error alarm but were able to clear the alarm and also were able to rewind the insulin pump. The insulin pump will be returned for analysis.